Event description:
It was reported that during a gastric bypass roux-en y procedure, the device only fired about 1/2 way and then laid down a mangled bunch of staples. The blade would not advance. The stapler was removed and another one was used to complete the case without patient consequence.